Event description:
Customer reported skin of a pediatric patient (less than 1 year old) was red under adhesive of both loban and kc drapes. The patient underwent a midsternum incision for a cardiac, open heart, procedure. The patient was diagnosed as 2nd degree adhesive burn, and treated with silvadene.

Manufacturer narrative:
This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.